Event description:
Related manufacturer reference number: 2017865-2023-05714. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited poor sensing in the right ventricle. When the physician attempted to untighten the right ventricle (rv) lead from the pacemaker, it was found that the rv lead was failing to be removed from the pacemaker header. The pacemaker and the rv lead were not used. The physician continued with the second pacemaker and rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. A complete lead was returned in one piece. Visual examination was normal with no anomalies found. The lead was able to be fully inserted and removed from the device with no restriction.